Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). The physician attempted to cycle the device but could tell there was a fluid leak. A surgical procedure was performed in which all the components were removed and replaced. Upon explant, a hole was identified on the cuff. There were no patient complications related to the device.